Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Supplied verbally. Certas valve implanted on (B)(6) 2016; explanted (B)(6) 2016. Upon explanting, the anti siphon portion had broken free from its housing. The housing was attached to the valve, while the components of the anti siphon device were attached to the catheter. Surgeon replaced with unknown valve. No delays or adverse reported.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 5. The valve was visually inspected: a cut/tear in the silicone housing was noted along were the siphon guard should be, the siphon guard was returned separate from the valve. This is probably due to a sharp or pointed object coming into contact with the silicone housing. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the cut/tear in the silicone housing. The valve could not be reflux tested due to the damaged silicone housing. The siphon guard could not be tested due to the damaged silicone housing. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8805pl, with lot ctmb87, conformed to the specifications when released to stock in 3rd november 2015. The root cause to the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.